Event description:
Reporter stated there is a spot on the infusion device display that affects her ability to view the characters and digits. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.